Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer:the stent delivery system (sds) was returned for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon appeared to have been inflated & subsequently deflated and the crimped stent was detached from balloon and not returned with device for analysis as would be expected as the stent was deployed by the physician as stated in the complaint report. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent dislodgement and ventricular fibrillation occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, 3.0x16mm, de novo target lesion was located in the mildly tortuous right coronary artery (rca). Pre-dilation was performed with an unspecified balloon. A 3.00x16mm promus element plus stent was selected and advanced. Upon deployment, the patient experienced ventricular fibrillation and the stent dislodged beyond the lesion in the rca. The patient was shocked with an external defibrillator and returned to a normal sinus rhythm. Another 3.0x16mm promus element plus was implanted and post dilation was performed with a non bsc balloon. No further patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgement and ventricular fibrillation occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, 3.0x16mm, de novo target lesion was located in the mildly tortuous right coronary artery (rca). Pre-dilation was performed with an unspecified balloon. A 3.00x16mm promus element¿ plus stent was selected and advanced. Upon deployment, the patient experienced ventricular fibrillation and the stent dislodged beyond the lesion in the rca. The patient was shocked with an external defibrillator and returned to a normal sinus rhythm. Another 3.0x16mm promus element plus was implanted and post dilation was performed with a non bsc balloon. No further patient complications were reported and the patient's status was stable.